Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, customer was informed that the unit might be auto cycling and a leak must be identified. Customer said he would inspect the unit for leaks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when unit is set at 12, the actual rate is 25 on the lap top ventilator 1200. The customer reported there was no patient involvement associated with the reported event. Furthermore, the customer confirmed that the event happened prior patient use.